Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, occurrences of an inaccurate fill estimate after loading cartridges onto the pump. Reportedly, the cartridges were filled with 60-90 units of insulin. There was no reported impact to the customer's blood glucose level. The customer terminated the call before further information was able to obtained by tandem technical support.